Event description:
It was reported that to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, as the catheter was inserted inside the patient, the physician noted that there is a leakage on the hemostatic valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is or is not expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.